Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or pump error 15 noted during testing. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button unresponsive. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.